Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to forget old transmitter under (B)(6) menu on smart device, reset (B)(6), close all other running applications, reinstall the g5 application, enter the transmitter ID manually, and try to re-pair transmitter. No additional patient or event information is available.